Event description:
It was reported that the marker moved from its position. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure. It was noted that the markers were able to be confirmed under x-ray fluoroscopy that they had moved. Only the device was pulled out from the patient without any problems. The procedure was completed with a different device. There were no patient complications reported.